Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that a medfusion pump encountered a check clutch alarm. The customer placed a repair request with the manufacturer. It was reported that the device had displayed multiple errors; a system failure primary audible alarm, "bgnd test" errors alarm, and the check clutch error. No adverse health outcomes were reported.